Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cap (plastic part) of the ampoule of the cement (p/n: 3070040) was already cracked when it was attempted using for tha surgery on (B)(6) 2019. It was all same lot number in 3 boxes of the cement for the tha surgery, and there was only one thing was already cracked. The surgeon judged to use the cement because neither the ampoule was not broken, nor the monomer did not flow out. The surgery was completed by using the reported cement and there was no adverse consequence to the patient. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the complaint states: ¿it was reported that the cap (plastic part) of the ampoule of the cement (B)(4). Was already cracked when it was attempted using for tha surgery on feb 4th 2019. It was all same lot number in 3 boxes of the cement for the tha surgery, and there was only one thing was already cracked. The surgeon judged to use the cement because neither the ampoule was not broken, nor the monomer did not flow out. The surgery was completed by using the reported cement and there was no adverse consequence to the patient. No further information is available.¿ the hospital returned a sample for investigation. The ampoule cap has a 22mm split from the edge of the cap up towards the tip and sits between 2 of the inner fins designed to hold the cap in place. The sample confirms the complaint description. See attachment ¿pc-(B)(4) photos.pdf¿. 8 samples from the retained sample store were checked for this failure, but no further instances were found. During the liquids manufacturing process, ampoule caps are inspected as per pic-qps-pr01 and are rejected when found to be split or otherwise imperfect. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.